Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent a paroxysmal atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a stroke after the procedure and required prolonged hospitalization. It was reported by hospital personnel that the patient suffered a stroke after an afib ablation on (B)(6) 2022, which bwi learned of on (B)(4) 2022. The patient woke up from the procedure and complained of impaired peripheral vision and after evaluation it was determined that the patient experienced a stroke. No further details were known to the caller. No patient issues were reported during the procedure. Also, the physician used a single transseptal puncture, so they are "in and out quite a few times." The patient was stable at the time of the call. The physician did not indicate that they believed bwi products contributed to the patient event. The physician¿s opinion on the cause of this adverse event: he did not specify, but believed it was perhaps due to the swartz sheath used to cross the septum. He did not indicate he believed it to be due to a biosense product. A MRI was done to confirm a stroke had occurred. It was reported that the patient did improve, although I do not know to what extent. The patient required extended hospitalization because of the adverse event for MRI and continued monitoring. Servicing is not needed for the generator. There was no evidence of char during the procedure. There was no evidence of blood thrombus/clot during the procedure. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.